Event description:
Info received that the head of bed would not raise up. No injury was reported.

Manufacturer narrative:
Technician found head of bed would not raise to up position due to worn seal on valve. Replaced the valve guide tube to resolve this issue. Bed located in work area.